Event description:
It was reported that customer experienced a low blood glucose (bg). The bg level was not provided. Customer was given glucagon and the pump was disconnected. Some hours later, customer's bg was 286-287 mg/dl and despite reconnecting the pump, the bg did not come down and customer was hospitalized. When the ambulance arrived, customer's bg was 203-204 mg/dl and ketones were 2.2 mmol/l. In the hospital, customer was treated with insulin until bg stabilized. Reportedly, customer returned home with no permanent damage and reverted to an new pump for insulin therapy. Multiple attempts were made to obtain additional information from the distributor; however, additional information was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.